Event description:
The user facility reported that during a nephrectomy procedure, the metal ring of the lens cleaning sheath came off and fell inside the pt's abdomen. The metal ring was retrieved with the use of an unspecified instrument along with the use of the same endoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The user facility has been contacted via telephone and in writing to obtain additional info regarding the reported event, but no result. The cause of the user's experience could not be conclusively determined due to lack of device to evaluate. If significant info becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.